Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope light adapter broke off . A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). This is a reusable OEM device; therefore, a serial history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications. The device was returned to the factory for investigation. Signs of clinical use was observed. There was no evidence of blood detected. There were no visual defects detected. The customer made reference to the light adaptor of the endoscope being broken off. The light adaptor is designed to be unscrewed from the device by twisting it counter clockwise. The light adaptor was returned with the endoscope. There were no defects detected with the endoscope. Based on the returned condition of the device, and the results of the investigation, the reported failure "break" is not confirmed.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope light adapter broke off . A replacement device was used to complete the procedure. No patient involvement.